Event description:
It was reported that prior to implant, device was found to be in backup vvi mode while still in the box. Device was not used.

Manufacturer narrative:
The reported event of reset was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. The device was tested on bench and no anomaly was noted. The reset was due to an error, however the cause of the error remains undetermined.